Manufacturer narrative:
An (B)(6) customer contacted siemens and reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on several samples of the same patient on a dimension exl 200 instrument. Quality controls (qc) were within range at the time of sample testing. A customer service engineer (cse) was dispatched to the customer's site. The cse observed temperature errors on the instrument corresponding to the time of the discordant results. The cse cleaned the heterogenous module (hm), loci connectors, can bus, and cuvette plate. The cse also adjusted temperature. A follow up was performed and no new incidents of errors after service intervention. The cse also checked all quality controls and did not find any issues. The cause of the elevated tnih results is unknown. The instrument is performing within specifications. No further evaluation of this device is required.

Event description:
Falsely elevated high-sensitivity troponin I (tnih) results were obtained on three samples from the same patient on a dimension exl 200 instrument. Initially, the customer processed sample identifier (B)(6) and obtained an elevated result. Subsequently, the customer processed a second sample (sample identifier (B)(6)) from the same patient on the original instrument. The result from the second sample was reported to the physician(s), who questioned the result and requested a new draw. A new sample draw was obtained and processed four times on the original instrument, recovering falsely elevated twice. All three samples were sent to an alternate site and tested on a dimension exl instrument, recovering lower. The samples were also re-processed on the original instrument and the results recovered lower than the discordant results. The lower results were considered correct according to the patient's clinical history and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih patient results.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2022-00115 on 05-may-2022. Additional information (16-may-2022): siemens further investigated the issue. During a service visit, the cse noticed 854 "loci detector temperature out of range" process errors, which indicates that the internal temperature of the luminescent oxygen channeling immunoassay (loci) reader is not being maintained. The error code signals an issue between the connection of the controller area network (can) module to the dimension exl system. The cse followed the routine troubleshooting and reseated the can module connections, which resolved the errors and issue. The cause of the variability in the tnih results was resolved with routine maintenance of reseating the can connectors. Additionally, siemens cannot rule out sample integrity issues. The instrument is performing according to specifications. No further evaluation of this device is required.